Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the patient's pulmonary vein opened after it had been sealed and transected with a vessel sealer instrument, resulting in conversion to open surgery. B1 updated from "adverse event" to "adverse event and product problem."

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The vessel sealer instrument involved with the reported event is not available for return to isi for failure analysis investigation. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The vessel sealer instrument in question was used for approximately 3 minutes over a time period of 18 minutes. The instrument was reseated 3 separate times since the surgical staff needed the arm for another instrument. There were 3 separate seal events and 3 separate cut events. Usage timeline is as follows (instrument homed -> seal -> cut -> instrument swapped for cadiere forceps instrument or permanent cautery hook instrument). Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: stapler 30 curved-tip (part #470530-05; lot #s10170213-0007) and site reviews have suction irrigator (part #480299-06; lot #m10191110-0392) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. A review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: the patient's pulmonary vein opened after it had been sealed and transected with a vessel sealer instrument, resulting in conversion to open surgery. It is unknown what medical/surgical intervention was administered, if any, as a result of this issue. At this time, the cause of the patient's intra-operative complication remains unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon sealed and then transected a pulmonary vessel with a vessel sealer instrument. However, after the pulmonary vessel was transected, it was alleged that the vessel opened up and as a result, the surgeon made the decision to convert the case to open surgery. On 13-oct-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was verified that the vessel in question was a pulmonary artery that the surgeon mentioned was an ¿upper lobe recurrent branch.¿ the surgeon was aware that the vessel sealer instrument is not recommended for vessels that have an effective cross-sectional area of 7 mm in diameter. The surgeon used the vessel sealer instrument on the pulmonary artery when it is a small recurrent branch. During the case, an erbe vio dv generator was used but the settings were not provided. When the event occurred, bleeding from a recurrent artery branch was observed after the surgeon had sealed the vessel. The surgeon pushed against the vessel after it was sealed and it reportedly began to bleed. Prior to when the event occurred, the vessel sealer instrument was working. No errors were observed when the event occurred. During the sealing cycle, the continuous audible tone was heard while the pedal was being pressed. In addition, the fast audible tones were heard at the end of the sealing cycle which is indicative of a completed seal. The target tissue was not under any tension during the sealing/cutting process. The vessel was not greater than 7mm in diameter. There was no evidence of vessel calcification and the tissue had not been exposed to any radiation or chemotherapy prior to the procedure. The jaws of the vessel sealer instrument did not come into contact with any clips, sutures, or metal objects when the reported event occurred. Furthermore, the instrument¿s jaws were not immersed in any liquid or contaminated with carbonized tissue prior to or during the sealing cycle. The estimated blood loss was greater than 500 ml. The vessel sealer instrument is not available for return to isi for evaluation. There are no photographic images or video recordings of the procedure for isi to review.